Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 2:30am at a hotel in (B)(6). End-user stated that she took her blood glucose with her prodigy meter and received a result of 138 mg/dl. She then took her insulin based off that result. The end-user stated that she took her nighttime medications and had a snack before bed, but she does not remember what it was. She stated that about 5 hours after testing with her prodigy meter she was found on the floor unable to move or speak and the ems was called. She is unsure how long it took the ems to arrive. Upon arriving the ems tested her blood glucose with their meter and received a result of 49 mg/dl. Ems did not test with her prodigy meter. She was given a glucose solution and transported to the hospital. The end-user does not recall what her blood glucose was when she arrived at the hospital just that it was low. She was given glucose by IV at the hospital. She was not treated for anything else. End-user stated she was at (B)(6) for about 4-5 hours. She stated that she is unsure of what her blood glucose was when she was discharged from the hospital. The end-user is on a sliding scale but did not have that information with her. No additional information was provided.